Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 5 of 6. Gts explained that a large amount of air had entered into the disposable set and had the patient cycle power to clear the error. Gts then advised the patient to discard the supplies and either start over with new supplies or finish with manual supplies. Product surveillance contacted the patient. The patient stated that nothing was noticed with the supplies, but that they had the lot number and a companion sample. Product surveillance requested the sample for evaluation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).